Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h3, annex codes: g, b, c, d. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and found to have a broken grip tip. A piece approximately 4.96 mm x 2.79mm was found to be broken off. The broken piece was not returned with the instrument.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure the mega suturecut needle driver instrument broke while being used inside of the patient, all pieces were retrieved. No harm to patient.